Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the patient was brought back to the or for chest closure, several days after the pump was implanted. The inflow valve was reported to have disconnected and the patient expired.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.